Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that they last charged their implant in february 2025. Patient said that the last time they were able to use the wireless recharger it would only stay on for about 5 minutes and then it would go off. The circumstances that led to the reported issue were asked but unknown. Patient said all of their external equipment was dead. Ps walked through assisting patient with charging wireless recharger on dock.  First battery light on wr was flashing. Communicator was plugged in and started charging, communicator was plugged into the wr usb 2.0 charging cord as patient had lost communicator charging cord. Ps emailed repair to send patient replacement communicator charging cable. Handset was plugged in and started charging. All equipment needed time to charge before using. *pt will call ps back for assistance to see if once wr if they can get wr to connect to ins. Ps reviewed possibility of over discharge of implant.